Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed between the 4 cm and 5 cm marks on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC fractured just before 5cm from insertion site. Line cut as urgent rethread required. Chemotherapy given through PICC prior to fracture being observed. Possible extravasation, doctor informed and reviewed, advised to monitor patient. Checked the line again no migration still 2 cm good back flow and flushing completed his oxaliplatin and folinic, no swelling at all, suggest for cxr, done and requested and nurse will review the result before 5 fu pump. Fractured PICC, some liquid on the dressing. Oxaliplatin administered with no concerns. Line then flushed and patient could feel the flush trickling inside his arm. Cxr PICC showed fracture of the line. Clinically no symptoms of extravasation no pain, swelling or erythema. Therefore, I think highly unlikely to have extravasated and to monitor. Patient to return if pain/swelling/skin changes. New PICC in situ can give remaining chemo. There has been no patient impact. Device has been used for chemotherapy and blood taking.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported PICC fractured just before 5cm from insertion site. Line cut as urgent rethread required. Chemotherapy given through PICC prior to fracture being observed. Possible extravasation, doctor informed and reviewed, advised to monitor patient. Checked the line again no migration still 2 cm good back flow and flushing completed his oxaliplatin and folinic, no swelling at all, suggest for cxr, done and requested and nurse will review the result before 5 fu pump. Fractured PICC, some liquid on the dressing. Oxaliplatin administered with no concerns. Line then flushed and patient could feel the flush trickling inside his arm. Cxr PICC showed fracture of the line. Clinically no symptoms of extravasation - no pain, swelling or erythema. Therefore I think highly unlikely to have extravasated and to monitor. Patient to return if pain/swelling/skin changes. New PICC in situ - can give remaining chemo. There has been no patient impact. Device has been used for chemotherapy and blood taking.